Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, the balloon catheter became stuck on the guide wire. The target lesion was located in the popliteal artery. A 0.014 non bsc guide wire was placed and the 2.0x30 mm apex monorail was then loaded onto the wire. While advancing the apex monorail over the wire, it became stuck outside of the patient and prior to reaching the unspecified introducer sheath. While the physician attempted to pull the balloon catheter back, the shaft of the device broke and the balloon unraveled. It was noted that the wire "may not have been wet enough." They were able to remove everything from the wire and the procedure was completed with another of the same device. There were no patient complications reported and the patient's condition is reported as "fine."

Manufacturer narrative:
(B)(6). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).